Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the hospital hcp didn't feel that a device check was necessary and opted not to have the local field representative come to the hospital to check the device.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital with complaint of shortness of breath (sob). The patient was placed on telemetry monitoring, which, appeared to show occasional loss of capture (loc). Additionally, the patient reported that during a routine visit with their cardiologist approximately one month ago, the physician waved the programmer wand over the device and indicated that the device was programmed off and then back on again. The patient indicated that following that check, the incidences of sob had increased. A health care professional (hcp) requested the local field representative be contacted to come check the device. A local field representative was paged to check the device. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.